Event description:
In 2007, the lay-user/patient contacted lifescan alleging that a one touch ultra meter was giving an "error 2" message. The patient indicated that the alleged meter issue started on five days later after dinner. After eating dinner that day, the patient attempted to test her blood glucose, but was unsuccessful because of the reported meter issue. The patient did not test her blood glucose on another device. After the issue began, the patient reportedly took sliding scale insulin. On one particular occasion, the patient took 8 units of humalog insulin. Additionally after the issue began the patient reportedly developed symptoms of feeling light-headed and was "seeing stars." She administered self-care by eating something sweet on five days prior to original date, at 5:00 pm. The patient claimed that the 'error 2" message was appearing with expired and non-expired test strips. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient claimed that she was unable to test her blood glucose because of the "error 2" issue and developed symptoms suggestive of hypoglycemia after the issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.